Event description:
It was reported that an arteriotomy closure of a mildly calcified and mildly tortuous common femoral artery was attempted using a perclose proglide device after a percutaneous transluminal coronary angioplasty interventional procedure. Reportedly, the tip of the device was faulty during use, the plunger could not be depressed. A second proglide was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis of the returned device did not confirm the reported experience of the tip being faulty during use. Based on the evaluation the returned device, the posterior cuff was missed during plunger deployment. The visual inspection and performance verification done on the returned device did not detect a quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The proglide device was used in a mildly calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site.